Event description:
It was reported that, while playing baseball, the pump touch screen became shattered and unresponsive. The customer's blood glucose was 293 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.